Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced bilateral rupture and device migration on the left side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: on (B)(6) 2019, mentor became aware that it was erroneously indicated in section b5 that the patient experienced several unexplained systemic symptoms including swollen lymph nodes and chest pain on the left side post-operational. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. However, the correct statement should be the patient experienced lymphadenopathy and chest pain on the left side post-operational. Patient code - removed 3191 and added 1994. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with an unspecified gel mentor breast implant and experienced several unexplained systemic symptoms including swollen lymph nodes and chest pain on the left side post-operational. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.